Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global packaging is poorly perforated. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about poor perforations. It was reported that difficult to remove the product individually or cannot be removed at all.

Manufacturer narrative:
Investigation results: the complaint of poor perforations between the unit packaging was confirmed and the cause appeared to be packaging related. Four photographs and five sealed unit packages were provided for investigation. Due to the lack of proper perforations, the 22g insyte autoguard unit packages were difficult to separate into individual units. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.